Event description:
It was reported that a malfunction occurred with the pump after it was left in a hot car. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to call back if any malfunction code recurred, which they acknowledged and understood.